Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information that was received about the event. Sections b3, b5, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was noted that the design of the printed circuit board was changed on april 16, 2018. However, the definitive root cause of the defective printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The type of procedure was unknown. The procedure was able to be completed with a different device .there was a 5 minute delay to swap the devices.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event. There was no image with the 180-series scopes due to a defective circuit board. Additionally, the scope connector socket was found loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the cv-190 evis exera iii video system center was not recognizing their umbilical cable. The event occurred during preparation for use. There was no patient injury or any other person affected by the reported event. Upon inspection and testing of the customer returned device, no image was displayed. This report is being submitted for the malfunction found during evaluation.